Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, device labeling/instructions for use review, and risk management review could not be completed. No clinically relevant information was provided so a thorough clinical/medical evaluation could not be performed. If this information is received at a later date, a clinical/medical evaluation may be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that patient underwent a right first rib resection to treat thoracic outlet syndrome. The spider was to be used to hold patient¿s right arm. During the early stages of the procedure, while the patient was under general anesthesia, a part of the spider positioning device fell and impacted the patient. Patient alleges a traumatic brain injury and symptoms associated with post-concussive syndrome. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.